Event description:
It was reported that wearable issue occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. Product and data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The product was evaluated. An external visual inspection was performed and passed. A pairing test was performed and passed. A review of the data logs was performed and an issue with the wearable was found within the investigation window. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a wearable issue is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that wearable issue occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a wearable issue is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).